Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the indwelled catheter was not draining urine and, it was discovered 5 hours after placement. The physician was then unable to aspirate the catheter balloon to remove the catheter,and a guidewire was used through the lumen to burst the catheter balloon. The catheter was removed successfully and there were no missing pieces to the burst balloon. The patient drained approximately 600ml of urine without issue. The patient experienced difficulty urinating and increased pain due to these event. Per additional information from the ibc via email 17jan2020; the patients original procedure was an epidural hematoma. The patient emptied the bladder of 600ml of urine after the new catheter was installed, and no other medical intervention was required.

Event description:
It was reported that the indwelled catheter was not draining urine and, it was discovered 5 hours after placement. The physician was then unable to aspirate the catheter balloon to remove the catheter,and a guidewire was used through the lumen to burst the catheter balloon. The catheter was removed successfully and there were no missing pieces to the burst balloon. The patient drained approximately 600ml of urine without issue. The patient experienced difficulty urinating and increased pain due to these event. Per additional information from the ibc via email 17jan2020; the patients original procedure was an epidural hematoma. The patient emptied the bladder of 600ml of urine after the new catheter was installed, and no other medical intervention was required.

Manufacturer narrative:
The device was not returned for evaluation. A potential root cause for this failure mode could be user related (example: salt accumulation)/ block drainage lumen/ no drainage eye. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿caution: this product contains natural rubber latex which may cause allergic reactions. Sterile unless package is opened or damaged warning: do not use ointments or lubricants having a petrolatum base. They will damage latex and may burst balloon. Do not aspirate urine through drainage funnel wall. Single use only. Do not resterilize. For urological use only. Valve type: use luer syringe. Do not use needle. To deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen. If permitted by hospital protocol, the may be cut off. If this fails, contact an adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.